Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Hosp reported that a system message was displayed during surgery and the sys stopped working. Surgery was completed with another system and with approximately five minutes delay. No pt impact was reported.